Event description:
It was claimed that the patient leaned on the side rail, causing it to break. The patient fell out of the bed. No injury was sustained. According to the nurse's statement, "the patient was pushing on the side rail trying to get out, and the locking mechanism failed after the patient pushed all their weight onto it." The safety side was raised at the time of the event. The bed was swapped out. No device malfunction was found at the service center.

Manufacturer narrative:
Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and forecefully, the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Instructions for use states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, the side rail could open unexpected, due to the locking pin moving out of its intended position, after the blue release lever was pulled. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed to be reportable due to the allegation that the patient fell out of the bed, when the safety side allegedly released under the load of the patient. No injury was sustained.